Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the insulin flow blocked alarm and pump detected an occlusion that prevents the flow of insulin. The cannula was bent. The infusion set was in use for one day. No further information available.